Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 12/11/2008.

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, upon insertion, "the lens split into more parts, so the lens was taken out". Additional information has been requested.